Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right indirect inguinal hernia repair, the surgeon placed the hernia repair patch and performed peritoneal repair. When the surgeon used a needle holder to clamp the thread into the abdominal cavity, there was no needle at the end of the thread. No needle was found under direct vision under laparoscopy, c-arm fluoroscopy and bedside photos. Then the needle with needle tail hollow of the same model was found on the floor. To resolve the issue, a new suture of the same type was used.